Event description:
During an unspecified procedure, the instrument was fired twice and would not fire on the 3rd attempt. The surgeon used another instrument to complete the procedure, the hosp has reported that no pt injury occurred.